Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that during a generator change for normal eri, after the pocket was closed oversensing of noise on the rv lead was observed. The physician reopens the pocket and one of the ventricular setscrews was not tightened down all the way. Tightening the set screw resolved the noise.